Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a potential dislodgement of the right ventricular (rv) lead. High thresholds and non capture was also noted on the rv lead. The lead was reprogrammed and remains in use. A lead revision procedure will be scheduled. No patient complications have been reported as a result of this event.